Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the false downstream occlusion alarms. The false alarms were confirmed during baxter's functionality testing of the device. The failed downstream sensor assembly was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the downstream occlusion message. There was no pt involvement.